Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also mentioned that the implantable pulse generator ipg was causing pain. The patient underwent an ipg explant procedure and was doing well postoperatively.